Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump had no power when the sorin s5 system was started during setup. A different pump was successfully powered on in the same slot, and the complained pump was tested in another slot which worked with another pump and still did not power on. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative started the pump without issue. The logfiles were read and no errors were identified. The service representative checked the connectors and wiring and was unable to identify any issues. The issue was not reproduced. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump had no power when the sorin s5 system was started during setup. A different pump was successfully powered on in the same slot, and the complained pump was tested in another slot which worked with another pump and still did not power on. There was no patient involvement.